Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va1g136, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product ID: 3387s-40, lot# va1g136, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had skin erosion at the site of the lead-extension connection which led to the patient being treated for infection and having their entire dbs system explanted. The skin erosion was cultured and tested positive for bacteria. A CT scan showed some edema around the brain lead. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the edema, infection, and erosion had been resolved.